Event description:
Philips received a complaint regarding a v60 ventilator indicating that, during routine ventilator checks, the battery was found to be exhausted. It was reported that no patient was connected to the device at the time the condition was identified. Details regarding the reported ¿exhausted battery¿ condition were limited. It has been confirmed that the battery was unable to hold a charge; however, it is unknown whether the battery was rapidly draining or whether any battery-related alarms, error codes, or indicator messages were displayed. The device was evaluated by a hospital technician, but no diagnostic report (drpt), diagnostic codes, or documented troubleshooting information were available. The battery replacement was identified as part of standard preventive maintenance. Information regarding repair activities was not available, as the repair quote has not yet been accepted. The investigation is ongoing.

Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote, and no work order was generated. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.